Event description:
On multiple occasions, the patient's one year old ibgstar meter showed blood-glucose values greater than 30 mmol/l. The patient administered insulin based on these readings. She then experienced hypoglycemic episodes and was taken to the hospital. This information was reported by a nurse taking care of the patient after her most recent episode. The nurse further reported the ibgstar's readings are inconsistent with the hospital's lab results. The nurse was unable to provide any of the comparison readings.

Manufacturer narrative:
The device has been requested but has not yet been returned to the MFR. The meter serial number nor test strip lot info was provided. A follow-up with the patient has been attempted to gain this info without success. The owner's manual was carefully reviewed. There is no indication the even occurred due to poor labeling. An analysis of field returns regarding ibgstar meters and similar complaints shows no accuracy issues attributed to meter malfunction have yet to be confirmed. Based on the limited info provided, the root cause of the incident cannot be determined, though improper insulin dosage may have contributed. Since this is not the patient's first incident with hypoglycemia and hospitalization, there is reason to believe the patient's treatment plan is not adequately managing her diabetes. This complaint will be trended.